Event description:
During a ptca/stenting treatment procedure, the maverick2 monorail 20/4.0 mm balloon ruptured at 10 atms on the third inflation. The number of atms reached on the initial two inflations was also 10 atms. The pt was asymptomatic during this event. The lesion being treated was a 99% stenotic lesion extending from the left main trunk to the proximal lad and proximal left circumflex coronary arteries. The physician used a 7f terumo introducer sheath for vascular access and a balance 0.014" guidewire and a 7f brite tip al1st guide catheter to cross the lesion. The maverick2 monorail 20/4.0 mm balloon was being used to predilate the lesion for placement of an acs driver stent. The ruptured maverick2 monorail 20/4.0 mm balloon was removed and replaced with another maverick2 monorail 20/4.0 mm balloon to successfully complete the lesion predilatation. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.